Manufacturer narrative:
(B)(4). (B)(6). (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04570.

Event description:
It was reported that during surgery, the liner could not be implanted into the shell successfully. The surgeon removed and replaced the liner and shell causing a 40 minute surgery delay. Attempts have been made and additional information on the reported event is unavailable at this time.